Event description:
The customer reported receiving multiple no delivery alarms from the insulin pump. Troubleshooting found the insulin pump apparently working as designed. However, the customer called the helpline back to report another no delivery alarm. The customer was unable to change the entire set, reservoir and insulin but would have access the following day - the customer was advised to call the helpline back at that point to ensure proper infusion set insertion. The customer's blood glucose value was 165 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.